Event description:
The customer alleged that the audio alarm fades. The mallinckrodt customer support engineer (cse) inspected the device and replaced the audio alarm. The unit passed extended self testing.